Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced multiple occlusion alarms. The customer's reported bg level ranged from 430-439 mg/dl. Attempts were made by tandem technical support to follow up but further information was unable to be obtained.